Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation it was identified that the mechanism, ultrasonic sensor and input/output printed circuit board (I/o pcb) found in device serial number (B)(4) during the repair process were not originally installed into this pump. Review of the device history records for both devices, shows both the mechanism and the ultrasonic sensor installed in device serial number (B)(4) when received by baxter, were originally installed in device serial number (B)(4). Also, the I/o pcb installed in device serial number (B)(4) did not match the I/o pcb recorded in the device history records. It is unknown which device this I/o pcb was removed from. This is an indication that the mechanism, ultrasonic sensor and input/output printed circuit board (I/o pcb) were not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited."

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4).the date of event on the initial manufacturer report was incorrect and has been updated.